Event description:
It was reported that the patient fell and fractured her femoral neck so the surgeon removed the gamma nail and converted to a bipolar hip.

Manufacturer narrative:
Evaluation summary: as neither a physical examination could be carried out nor x-rays, op-reports / medical records were provided, the reported event was not confirmed. Review of the manufacturing documents of the reported nail revealed no discrepancies. However, the event description states that ¿the patient fell and fractured her femoral neck so the surgeon removed the gamma nail and converted to a bipolar hip.¿ there was no product issue neither reported nor verified on / by medical records. Evaluation of information received indicates that the root cause of the reported event is not linked to a deficiency of the device, but is rather patient related (fracture of the femoral head, removal of the nail and revision to a bipolar hip due to a fall). No non-conformity was identified.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
It was reported that the patient fell and fractured her femoral neck so the surgeon removed the gamma nail and converted to a bipolar hip.